Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, the prograsp forceps instrument wrist movement flexed unexpectedly to the left uncontrollably, all cables were inspected and were intact, no other issues noted on instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following information from initial reporter: there was no injury to the patient as a result of the event. There was no visible damage to the instrument. There were no problems removing the instrument through the cannula. The port incision was not increased.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the prograsp forceps instrument involved with this complaint; however, failure analysis has not completed their investigation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The prograsp forceps instrument has been evaluated by the failure analysis (fa) team. Fa was not able to confirm nor reproduce the reported complaint. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The grips were aligned. The instrument was fully functional. No product issue was identified.